Event description:
A report was received from the field indicating the sterrad unit was smoking. The customer stated that the unit started smoking from the top front and set off the fire alarm. However, the loads were completing. Asp advised the customer not to use the unit but they stated this is the only sterrad they have and they have cases to run, therefore, they would continue using the unit serviced.

Manufacturer narrative:
(B) (4). Oil mist from "o" ring. Capital equipment: the unit was evaluated by an asp field service engineer (fse) at customer's site. The fse reported the following: noticed misting from filter during pump down. Adjusted oil mist filter "o" ring. Ran a successful empty test cycle. Monitored for missing. No misting smell or visual . Unit meets manufacture's specifications. Result: oil mist from "o" ring.